Event description:
A customer reported a malfunction in their insulin pump, which did not follow any notable events. The customer¿s blood glucose level did not exceed 500 mg/dl, so it remained within an acceptable range. Technical support decided to replace the pump since it was out of warranty, and the customer showed interest in obtaining an out-of-warranty loaner pump. The customer will continue to use current pump for insulin therapy.